Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a liver ablation under guided ultrasound, with approximately a minute and a half left in the procedure, the cooling was found to be torn. Water spilled on the ultrasound device and the generator shut off. The procedure was completed with no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver ablation under ultrasound guided, almost in the end of the procedure, a minute and a half before the end of the operation, the ultrasound stopped working and they noticed that the antenna's tube was torn and the water spilled on the ultrasound device. Immediately after that, the generator turned off. The procedure was unable to completer but the doctor had to finish the operation. There was no patient injury.